Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report their issue. During the call the customer stated that a 180 series scope was being used with the subject device during the procedure when the image issue occurred. The customer attempted some trouble-shooting with the cabling in the back of the unit and was able to restore the image long enough to complete the procedure. Once the procedure was over, the customer disconnected all of the cables and reconnected them to test the unit. He was using 190 series scope and could not replicate the original image failure. He then tried a 180 series scope and still, no image failure. The customer then provided the concomitant devices, and went to check the all of the connections between those devices. Customer stated that when plugging in the the scopes, he received different error messages. Tac recommended that the customer remove the cables, reboot the tower and try again. The customer did so, and received a b30 scope communication error. At that time, tac recommended that the cv-190 be returned for inspection and possible repair. At this time, the device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that the evis exera iii video system center temporarily went out during a diagnostic procedure, then came back but had a snowy image with horizontal lines present. According to the initial reporter, the procedure was completed by using another unit there at the facility and there was no report of a negative impact to the patient.